Event description:
Healthcare professional reported deflation, heavy calcified capsule and implant whit unknown white liquid. This record is for unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflated saline breast implant".

Event description:
Healthcare professional reported deflation, heavy calcified capsule and implant whit unknown white liquid. This record is for unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of other technical, deflation and calcification was reviewed on august 09, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: other technical: unable to observe. Deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: observe white calcification. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.